Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed testing and displayed a service 203 and service code 110. The cause for the failure was isolated to a thermally damaged q2 transistor on the computer/analog pca, and a thermally damaged u1 component on the computer/analog pca. The root cause for the thermally damaged components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to complete incoming functional testing.